Event description:
It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the skin. On 03/17/2026, it was reported that the pediatric patient was sick, had been unwell with a bug, had poor appetite. The patient experienced diabetic ketoacidosis and was hospitalized. Uncertainty existed regarding whether dka was pump-related, with additional context of illness, poor appetite, and a non-reading sensor. At the time of report, the patient¿s condition was unspecified. No other details were documented. A review of performance data shows that the patient's low alert was enabled at the time of the incident with the threshold set to 3.9 mmol/l and the audio set to sound. The high alert was also set to sound and the threshold was set to 13.9 mmol/l. The signal loss alert was enabled and was set to trigger after 20 minutes of continuous signal loss. Data investigation found that the patient entered a period of signal loss on the app starting at 7:24 pm on 03/16/2026, which lasted until 7:19 pm on 03/17/2026. The availability of backfilled data shows that the patient was in target range for the majority of the time that he was in signal loss. His estimated glucose values did not breach the low alert threshold at any point, and he breached the high alert threshold three times -- once around midnight on 03/16/2026 for 45 minutes with a peak reading of 16.0 mmol/l, and twice again between 5:00 pm and 7:00 pm on 03/17/2026, for 25 minutes each time, with a peak reading of 14.9 mmol/l. The patient's estimated glucose values were in target range when the signal returned at 7:19 pm on 03/17/2026. At 7:54 pm, however, his egvs breached the high alert threshold and the app delivered a high alert at full volume through a bluetooth output with an egv of 14.4 mmol/l. The app continued to deliver high alerts at full volume through a bluetooth output every five minutes until 8:39 pm. The patient's egvs had reached 19.0 mmol/l by that point. Then, at 8:44 pm, the patient entered another period of signal loss that lasted until the following morning at 10:24 am when the session expired as intended on the tenth day. The availability of backfilled data shows that the patient's egvs continued to rise throughout after the signal loss started, reaching high (greater than 22.2 mmol/l) at 9:44 pm and staying there until 11:04 pm, at which point his readings started to decline. The patient's egvs started to come back into target range around 1:30 am on 03/18/2026, after which they remained in target range until the end of the session. The app delivered signal loss alerts at half volume every five minutes from 8:59 pm until at least 9:24 pm (there is a gap in the data logs after this point until the end of the session). None of the aforementioned high alerts or signal loss alerts were acknowledged in the available logs. The reported complaint is undetermined. Although data suggests that the phone being connected to an external audio output device when high alerts were delivered and the signal loss occurring when the patient's egvs reached the highest point both potentially contributed to the patient's hyperglycemic event, without further details from the reporter, the root cause of the incident could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.